Event description:
It was reported that an ilet pump would not charge on two different charging pads and, when placed on the pad, briefly displayed the blood glucose screen before the display flickered and turned gray/white, after which the screen became unresponsive; the device appeared nonfunctional and required backup therapy consideration, consistent with a touchscreen interface issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the touchscreen, consistent with a key or button unresponsive/not working device behavior. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.